Manufacturer narrative:
An investigation has been initiated. We have received part of the involved device for evaluation. We are currently waiting for the rest of the device to be returned for evaluation. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that the venous catheter lumen "ruptured" below the cuff.